Manufacturer narrative:
A ge healthcare service representative discovered the bellows were damaged and causing a leak in excess of 9l and the unit would not switch to mechanical ventilation when bag/vent switch was toggled. The bellows, bellows housing, and bag/vent micro switch were recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the oxygen sensor is not working. There was no report of patient involvement.